Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was not able to reproduce the reported issue. The stm performed all functional check and validated the calibration. All tests passed within specifications and no adjustments were required. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported by the customer that during use, thecs300 intra-aortic balloon pump (iabp) displayed an air leak. There was no harm or injury to the patient and no adverse event was reported

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method code), h10.

Event description:
It was reported by the customer that during use, thecs300 intra-aortic balloon pump (iabp) displayed an air leak. There was no harm or injury to the patient and no adverse event was reported.